Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that prior to use, an air leak from the cuff was confirmed. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). The cuff was confirmed with a cut found to be consistent with coming into contact with sharp utensils/objects. Manufacturing guidelines and controls are acceptable and will defect this type of failure. The cuff damage is not related to our manufacturing process.